Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device into endoscope working channel and adjusted the needle length, but found out the distal end of needle broken once advanced the needle out. User retracted the device and changed to another needle to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The following additional information was received on 22apr2025. 1. Was gaining access to the target site difficult? No 2. Was puncture of the targeted site difficult? N/a 3. Was the scope recently service/repaired? No. 4. Was the device used in a tortuous position? No. 5. Are images of the device or procedure available? No 6. Was the device damaged in packaging before removal? Unknown 7. Was the device damaged on removal from packaging? Unknown 8. Was force required to remove the device? No 9. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. 10. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 11. Was force required on insertion of device into scope? No. 12. Was resistance felt while inserting the device through the scope? No 13. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 14. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 15. Was the stylet partially removed when advancing the needle into the target site? No. 16. Was the syringe used during the procedure, after the stylet was removed? No. 17. Was difficulty experienced while retracting the needle? No. 18. Was it possible to be fully retract before removing the needle from the patient? Yes 19. How many samples were obtained (passes completed) with this needle? N/a 20. Did any section of the device detach inside the patient? No. 21. When the needle tip was advanced into the target site was the distal scope position adjusted so as tostrain or flex the needle? No. 22. For procore needle, is the device damage located at the notch/core trap? N/a, yes, no (if no, please specify where the damage is located) yes

Manufacturer narrative:
Device evaluation (B)(4) unit of lot c2196215 of echo-hd-19-c was returned for evaluation opened in its original packaging. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined and the tip of the needle observed to be broken. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Stylet removed from device without issue. Stylet examined and no issue observed. Stylet re-inserted into device without issue. The reported failure was observed. Clarification was requested as below: query: I would like to clarify my earlier query. What I meant to convey was that, since the needle is broken approximately 8¿9 mm from the side bevel, there should be a missing fragment of the needle that likely detached and fell apart. My query is specifically about that missing piece. Response: kindly be noted the broken needle part is returned along with the device already. The decon photos show quite clearly no sign of the broken piece. It is quite possible that the broken piece was mislaid during the returns process. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c2196215 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to advancement into a hard lesion. Although it has not been advised that target site was difficult, it is possible the actual lesion was hard leading to the distal end of the needle breaking and subsequently leading to the advancement difficulties. It is also possible that device handling or excessive force was applied when attaching or detaching the device to the scope causing the needle breakage. Summary: according to the customer, distal end of needle was broken. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude definitive root cause could not be determined. A possible root cause could be attributed to advancement into a hard lesion. Although it has not been advised that target site was difficult, it is possible the actual lesion was hard leading to the distal end of the needle breaking and subsequently leading to the retraction difficulties. It is also possible that device handling or excessive force was applied when attaching or detaching the device to the scope causing the needle breakage. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 24-jul-2025. Additional information with answers to the questions received on 31 mar 2025. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement. What endoscope type and channel size was used? 4,2mm. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0,35. Did any part of the stent contact the patient's anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site. Biliary duct. How long was the stent in the patient by the time this complaint occurred? N/a. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? New stent. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Additional information received on 03-jul-2025: confirm distal needle break at side bevel.